Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unspecified failure mode could not be confirmed; however a guide bend was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported unspecified failure mode; however the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: codes removed: investigation code- 4114, investigation- 3221, conclusion- 4315. Component - 4755

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an unknown device failure occurred with a proglide device relative to a transcatheter aortic valve intervention procedure. No additional information was provided.